Manufacturer narrative:
The field service representative verified all probe adjustments were in their normal positions. He ran performance testing that was completed successfully and with all results within their recommended ranges. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys estradiol iii assay result from the cobas e411 disk analyzer. On (B)(6) 2021, the initial result for sample 1 was 945.8 pg/ml and was reported outside of the laboratory. The physician did not find the result believable in light of the patient's endocrine cycle. On (B)(6) 2021, sample 2 was drawn from the patient and the result was 110.1 pg/ml. The customer thawed sample 1 and repeated testing with a result of <5 pg/ml with a data flag. The reagent lot number was 53907103 with an expiration date of 30-sep-2022.

Manufacturer narrative:
The bead mixer was vibrating strongly which led to foam in the reagents. The mixer was replaced and precision testing was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined. As the qc recovery was acceptable, there was no indication for a performance issue of reagent or instrument.